Event description:
The lay user/patient called lifescan (lfs) on 10/8/05 and alleged that her meter was reading inaccurately erratic.the patient alleged inaccurate results, however, she only reported one reading of 200 mg/dl. The customer care representative walked the patient through two consecutive control solution, tests and the results fell outside the specified range. The meter, control solution, and test strips were replaced. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed a third control solution test with a new vial of test strips and it passed.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.